Event description:
It was reported that during the implanting procedure, two catheters could not be implanted due to the "physician's operation." Another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.